Event description:
Husband of home pt (hp) reports placing new bag onto already spiked line while troubleshooting through an alarm situation during automated peritoneal dialysis treatment. Husband of hp was advised to discontinue treatment at that time and set up with new supplies. No pt injury or medical intervention required per rn.